Event description:
The customer contact reported that while oerating on ac power, the pump powered off by itself without sounding an audible alarm tone. At an unspecified time the device was programmed to deliver an unspecified hydration fluid at a rate of 75ml/hr and the delivery was started. At an unspecified time later, a certified nursing assistant (cna) observed the device power off on its own without sounding an alarm. It was reported that the display "suddenly went blank" and the device lost all power and settings. There had been no alarm conditions noted prior to the reported event. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No med interventions were required. Though requested, no additional information was provided.